Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product didn't work in high mode. The event occurred during surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. The evaluation found battery leakage has occurred on the 4 of 8 batteries in the battery pack.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1 phone:(B)(6). G2 foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.